Event description:
It was reported that pump experienced malfunction on (B)(6) 2026, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump during self-troubleshooting before contacting support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.